Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). The carefusion failure analysis lab examined the user interface module (uim) and was able to duplicate the reported issue. The root-cause was isolated to a low voltage battery. At this time, carefusion will track and trend this reported issue and internally investigate the situation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) had no display on start up. The customer reported no patient involvement associated with this event.